Manufacturer narrative:
As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) was stuck inside the shaft and never deployed during closure. Pressure was held for 15 minutes for hemostasis. There was no reported patient injury. The procedure was used in a diagnostic procedure. The deployer was certified in using the mynx device. The vcd was used with a 5f 10cm non-cordis sheath. The femoral artery was verified to be greater than or equal to 5mm in diameter. The user shuttled down completely. There was significant resistance shuttling down. No unusual force was applied when retracting the sheath. The advancer tube was engaged. A non-sterile mynxgrip vascular closure device (5f) was received for investigation. During analysis, it was observed that the shuttle was fully engaged, and that the advancer tube was in its manufactured position while the sealant was no longer present on the device nor returned for evaluation. Additionally, the stopcock was found in the open position with a syringe attached to the unit, and a cordis sheath was partially inserted into the device. No damage or anomalies were observed along the body of the device. Per functional analysis, a complete deployment simulation could not be executed as the sealant was not returned for evaluation. Nevertheless, the advancement of the advancer tube was achieved through the shuttle's advancement, resulting in the engagement of the advancer tube. Continued displacement of the shuttle in the distal direction led to the deployment of the advancer tube. Therefore, no signs of malfunction or abnormal conditions related to a compromised deployment mechanism were observed. Additionally, the returned sheath was used for an insertion/withdrawal functional evaluation, and no resistance or friction was noted. The reported events of ¿sealant-failure to deploy¿ and ¿shuttle-shuttle advancement issue¿ were not observed through functional analysis of the returned device since there were no issues noted with the device¿s deployment mechanism. The exact cause of the issue experienced by the customer could not be conclusively determined during product investigation. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the shuttle advancement issue and the sealant reportedly not deploying since the device was received with the sealant already deployed, the device passed functional analysis for advancer tube deployment, and there were no damages/anomalies that could have contributed to the issue noted. However, as the sealant was already deployed off the device when it was received, it is possible that the issue experienced could have been caused by the sealant swelling up prematurely, which can cause resistance during the shuttle deployment step. Premature swelling of the sealant can occur when a high amount of tension is applied to the balloon catheter during the shuttle deployment step and/or failure to open the sheath¿s stopcock before shuttle advancement, which can result in a tight seal at the tip of the sheath. As the device is advanced, blood can be trapped inside the sheath due to the tight seal, causing the sealant to hydrate prematurely, causing it to become stuck in the shuttle and contribute to resistance during shuttle advancement. According to the IFU, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the product analysis, nor the information available for review suggest that the reported issue experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) was stuck inside the shaft and never deployed during closure. Pressure was held for 15 minutes for hemostasis. There was no reported patient injury. The procedure was used in a diagnostic procedure. The deployer was certified in using the mynx device. The vcd was used with a 5f10cm non-cordis sheath. The femoral artery was verified to be greater than or equal to 5mm in diameter. The user shuttled down completely. There was significant resistance shuttling down. No unusual force was applied when retracting the sheath. The advancer tube was engaged. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.